Event description:
On (B)(6) 2026, it was reported that the patient's lower standard tray felt loose, so they switched to the lower tight tray. They found it very difficult to remove, and when they did, the crown on tooth #31 came off with the device. They plan to see their dentist tomorrow to have the crown recemented. The device was delivered to the patient on (B)(6) 2026. The patient first used the device on (B)(6) 2026. The incident took place, and the patient reported the issue on (B)(6) 2026. No permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. (B)(4). Manufacturer reference #: (B)(4).